Event description:
It was reported that these two left ventricular leads were attempted to be implanted but could not due to patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on the outer tubing overlay and helix/lobe mechanism. (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that all conductors were distorted and that blood/body fluid was present on all conductors.